Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose (bg) level was 550 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.